Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 4mm x 32g three needles were unable to deliver the required medication. There was no report of patient impact. The following information was provided by the initial reporter: material no. 320550. Batch no. 1082129. Consumer stated, no insulin flow when taking injection

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 07-feb-2022. H.6. Investigation: customer returned (4) used 32gx4mm bd pen needles without tear drop labels attached. The customer stated no insulin flow when taking injection. The returned samples were examined, and it was observed that 2 pen needles featured a bent non-patient end (npe) cannula, and 2 pen needles featured a broken npe cannula. The bent and broken npe cannulas would impede flow through the pen needles, hence, the customer would think the pen needles were clogged. Since all 4 samples were returned after use, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause for this issue is user related. The npe cannulas were bent or broken by the user after handling the pen needles.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 4mm x 32g three needles were unable to deliver the required medication. There was no report of patient impact. The following information was provided by the initial reporter: material no. 320550 batch no. 1082129. Consumer stated, no insulin flow when taking injection.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 4mm x 32g three needles were unable to deliver the required medication. There was no report of patient impact. The following information was provided by the initial reporter: material no. 320550. Batch no. 1082129. Consumer stated, no insulin flow when taking injection